Manufacturer narrative:
Patient medications: aspirin, lipitor, lotrel, tenormin, multi vitamin, and fish oil. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis (improper component placement), and renal (e.g., artery occlusion).

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician deployed the rlt261414 device and completed the procedure. During the final angio run the right renal artery had profusion but the physician felt the graft was too high. The images revealed partial coverage of the right renal accessory artery. The physician implanted a bare metal stent in the right renal accessory artery. The patient tolerated the procedure.